Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt suddenly no longer had any hearing sensation and no further benefit from the cochlear implant was rec'd. Another set of external equipment was tried but without success. Testing confirmed that the implant has malfunctioned.